Event description:
It was reported that the patient had a hematoma, swelling, and pain at the neurostimulator site and upper left buttock a few days after implantation. Exact date of implant could not be determined. The patient has not seen the implanting physician, but rather a dermatology provider, who said it looked okay. The field representative sent in additional information stating the patient has fully recovered. The patient's pain and hematoma have resolved on their own and his stimulation is working well for him. There was no reported medical/surgical intervention.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006. B3 date of event: unknown, used the first day of the aware month.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient had a hematoma, swelling, and pain at the neurostimulator site and upper left buttock a few days after implantation. Exact date of implant could not be determined. The patient has not seen the implanting physician, but rather a dermatology provider, who said it looked okay. The field representative sent in additional information stating the patient has fully recovered. The patient's pain and hematoma have resolved on their own and his stimulation is working well for him. There was no reported medical/surgical intervention.